Event description:
Two charite artificial discs were implanted at l4/l5 and l3/l2 discs. Since implant, the l4/l5 disc has become dislodged and is protruding and it appears that the cushion material is dissolving, causing chronic pain and nerve damage. There have also been problems with metal prongs staying in place, which is causing the protrusion. As a result, the disc will need to be removed and fusion surgery performed. We were informed that this disc would not need to be replaced until I was in my late (B)(6), and I was only (B)(6) when the surgery was performed. Instead, it has failed after only two years, as I have been having chronic pain since approx two years after the implantation.